Manufacturer narrative:
The hemopro 2 device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device stopped firing. After waiting 60 seconds, the device still did not fire. The cord was changed; however, the device was still not delivering energy. The hemopro 2 was replaced and the procedure was completed without further incident. The hospital did not report any pt effects.